Event description:
Information was received from a patient implanted with a neurostimulator for complex regional pain syndrome type I. It was reported that the patient had the spinal cord stimulation for just short of seven years. The patient had a concern regarding the area where the battery was and the battery itself feeling hot and sore. It was noted that this was a new feeling, which was worrying to the patient. The patient fully recharged on (B)(6) 2016 so she knew it did not have to do with charging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.